Manufacturer narrative:
No sample has been returned for evaluation for the report of shifted and then repositioned; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the complaint file revealed the device was implanted in a patient whose pupil remained significantly dilated. The product IFU provides detailed instructions that the pupil should be constructed prior to initiation of device implantation, therefore, the root cause is considered use error due to the product IFU not being properly followed for implanting the device. Also, device malposition/movement is an established risk associated with device implantation, which is specified in the product labeling. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the stent remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an implanted glaucoma stent shifted by 3mm into the anterior chamber two days after the implantation procedure. It was noted that the implant was perfectly positioned during surgery, but the pupil of the patient was extremely wide even though a miotic drug was administered ("cause of previous drug is unknown"). It was presumed that the event occurred as a result of the subsequent relaxation of the iris and the ciliary body. The stent was planned to be repositioned on (B)(6) 2017 by the surgeon. Additional information was received; according to the surgeon, the repositioning of the stent was easy and successful. However, results of the intraocular pressure (iop) values are not yet available.

Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the report of shifted and then repositioned; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A review of the reported event revealed the device was implanted in a patient whose pupil remained significantly dilated. The product instructions for use (IFU) provides detailed instructions that the pupil should be constructed prior to initiation of device implantation; therefore, the root cause is considered use error due to the product IFU not being properly followed for implanting the device. Additionally, stent device malposition/movement is an established risk associated with device implantation, which is specified in the product labeling. The manufacturer internal reference number is: (B)(4).